Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient underwent a revision procedure for an unknown reason.

Event description:
It was reported that the patient underwent a revision procedure for an unknown reason. Additional information received that the procedure performed was a paddle lead addition.